Event description:
It was reported from a customer evaluation the suction port clogged, and the grey plastic pieces broke into pieces.

Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluations received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record was not possible since the lot number was unk. End of report.